Event description:
Caller reported a malfunction on the pump, specifically malfunction code malf 3. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support decided to replace the pump, and the customer was informed that the replacement pump with updated software would be sent. The customer was advised to use multiple daily injections as backup therapy in the meantime and instructed on how to return the malfunctioning pump. They also received guidance on the steps to take upon receiving the new pump.